Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the limb ischemia cannot be determined since the complaint device not returned and lack of clinical details. The failure mode will be monitored and trended.

Event description:
The user facility in japan reported a 9-year-old female post cardiotomy cardiogenic shock was implanted with an impella cp for circulatory support. The patient developed limb ischemia distal to the impella insertion site. In response, the device was removed prematurely.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿